Event description:
The remstar auto a-flex device was returned to a third-party service center as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device at the third-party service center, the device was visually inspected/scrapped and object code indicates the blower contributing to the foam degradation. Additionally, the service technician also noted error codes present e053 (err_comp_log_sem_timeout), e118 (err_irq_stack_reserve), and e057 (err_sess_obs_queue_ovf) in the device logs. Unit is still functional. The device was scrapped by the service center after the evaluation was completed.